Event description:
Health professional reported a "calibration tube" was used for "visualization purposes" during a gastric sleeve procedure by the surgeon and the tool "blew up and caused an esophageal perforation." The returned two piece of the calibration tube are currently being analyzed by allergan and the analysis results will be forwarded to the FDA in a follow-up report. Per the surgeon, the surgical team leak-tested the sleeve staple line with air down the irrigation lumen, with wall oxygen at 1l/min. A 'swoosh' was heard and the team became aware that the balloon of the tube had been inflated and ruptured in the esophagus, tearing a large section of lower esophagus including the ge junction. A thoracotomy and a large esophageal repair had to be performed. The patient was transferred to the ICU after the procedure. The surgeon also mentioned that the calibration tube may have been incorrectly connected, to the oxygen supply, by the anesthesiology staff, possibly causing the over-inflation and rupture of the calibration tube balloon. Allergan's approach to reporting adverse events is to remove all doubt in favor of reporting.

Manufacturer narrative:
(B)(4). Allergan has received the product however the analysis has not been completed at this time. Labeling: the lap-band system calibration tube is a flexible gastric tube designed to be used in gastric and bariatric surgical procedures including gastrectomy, fundoplication, gastric banding, vertical banded gastroplasty and gastric bypass. The catheter provides visible and tactile delineation of the antrum of the stomach along with the ability to decompress the stomach, drain and remove gastric fluid and size a gastric pouch. Description: lap-band system calibration tube (catalog no. B-2017). The dual lumen lap-band system calibration tube utilizes one lumen for drainage, suction and irrigation and the second lumen to inflate/deflate the fixation/balloon. The catheter is attached to a 36-inch suction tubing and a 6-inch tubing with a stopcock for filling the balloon. Complications: complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to a gastric tube. Pouch calibration: after decompression is completed and all air and fluids removed, the balloon attached to the tube is inflated with 15-25 cc of air or saline and drawn up to the cardia. The bulge created by the balloon can be seen and a visable boundary is established for gastric dissection, band placement or staple resection. After gastric dissection, band placement or staple resection, the balloon is deflated and the catheter is removed. The surgical procedure is then completed using standard techniques. Additional labeling; directions for use (dfu) of the allergan lap-band ap adjustable gastric banding system with omniform design includes direction for use, including drawings (figures), of the calibration tube. Precautions and instructions include: "precautions during insertion of the calibration tube, care must be taken to prevent perforation of the esophagus or stomach. Do not use a band, access port, needle or calibration tube that appears damaged (cut, torn, etc.) In any way. Do not use any of the above components if the package has been opened or damaged or if there is any evidence of tampering. If packaging has been damaged, the product may not be sterile and may cause an infection. The band, access port and calibration tube may be damaged by sharp objects and manipulation with instruments. A damaged device must not be implanted. For this reason, a stand-by device should be available at the time of surgery. The calibration tube is provided clean and non-sterile and does not require sterilization. Band preparation - for the anesthesiologist: calibration tube: the calibration tube, is a dual-lumen translucent silicone tube, 157 cm long with a 13 mm diameter sensor tip at its distal end. A 15 cc to 25 cc balloon for controlled sizing and positioning of the gastric pouch is located 3.5 cm from the distal end of the catheter. The balloon is inflated via an inflation port that remains external during the procedure. The calibration tube is for single use only. Measurement of the pouch: the anesthesiologist passes the calibration tube down into the stomach and inflates its balloon with 25 cc of air (some surgeons prefer saline). The balloon is withdrawn upward until it is against the gastroesophageal junction.